Event description:
Problem was discovered during 1st preventive maintenance cycle.during underpressure and/or overpressure condition the audible alarm may not operate. The pump does go into visual alarm, but does not always provide the audible indication that would alert the user to a problem. The problem has been observed on several pumps.